Event description:
It was reported that the customer's battery compartment on the insulin pump was broken. The customer stated that they were unable to close the compartment because the threading around the battery compartment broke. The customer's blood glucose was 223 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, unit received with blank display due to corroded battery tube. Unable to performed the displacement test due to blank display anomaly.